Manufacturer narrative:
Patient demographics, such as age, date of birth, sex and weight, were not provided. The customer verified instrument performance by performing a passing system check and access accutni+3 precision run. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer obtained a second sample from the same patient and noted the access accutni+3 result was within the normal reference range of the assay. The customer repeat tested the first sample twice on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Access accutni+3 quality control (qc) and access accutni+3 calibration were within assay. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged at 3000 revolutions per minute (rpm) for ten (10) minutes. The customer did not note any issues with sample integrity.